Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
Correction b5: it was reported that the patient's ipg is reaching end of life. Surgical intervention may be pending to address this issue. Correction h6: coding has been corrected.

Event description:
It was reported that the patient's ipg is reaching end of life. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg has reached its end of service. It is unknown if this occurred prematurely. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.